Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's reported issue (angulation problem) was confirmed; the bending section would not allow for angulation in the up direction due to a cut in the angle wire. In addition to the angle wire issue and the insertion section peeling, examination showed the bending section cover was slack; the bending section cover adhesive was chipped; the channel cleaning brush could not be fully inserted due to damage to the channel; and the connecting tube was dented and scratched. A review of the device history record found results/no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. A review of the device instructions for use identified the following relevant instruction for inspecting the device for damage in section 3.2: preparation and inspection of the endoscope: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the tracheal intubation fiberscope's angulation function did not work correctly. The device was returned for evaluation. During examination, the insertion section showed peeling coating in an area measuring 1 mm2 or greater. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.